Event description:
Information received from a journal article indicates that a total of 386 cruciate retaining total knee arthroplasty procedures were performed in 308 patients and retrospectively reviewed to compare tibial posterior slope angles. Based on the prostheses, 202 cases using nexgen were classified as group I, 120 cases using pfc sigma as group ii, and 64 cases using vanguard as group iii. Postoperative psa of groups I, ii, and iii were compared. The one reported complication was an infection in one of the vanguard patients, which was successfully treated via two-stage revision.

Manufacturer narrative:
Event date - multiple unknown event dates. Implant date - unknown. Explant date - unknown. Device manufacture date - unknown. The information being reported was found in the journal article "comparative study of tibial posterior slope angle following cruciate-retaining total knee arthroplasty using one of three implants" from the journal of international orthopaedics, 2012, 36:755-760. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative infection, and allergic reaction." The product and lot identification necessary to review manufacturing history was not provided.